Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side "leaking". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9. H.3 h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: no observed. As per the investigation procedure, crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device was explanted.